Manufacturer narrative:
(B)(6).

Event description:
The customer stated that an unspecified number of patient samples had high values for phos2 phosphate (inorganic) ver.2 and low values for fra fructosamine on the cobas 8000 c 502 module. The results for these samples were normal when repeated on another instrument. The customer believed that there was carryover from the reagent probe. The customer provided data for one patient sample that had an erroneous value for phos2. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a phos2 value of 2.49 mmol/l. When repeated on another instrument, the result was 1.37 mmol/l. No adverse events were alleged to have occurred with the patient. The phos2 reagent lot number was 32586101. The reagent expiration date was asked for, but not provided. The field service engineer determined that the issue was caused by misalignment of the cover of the analyzer. When the reagent probe was moving over the cover, it would touch the cover. The engineer adjusted the cover and the issue was resolved. Investigations have determined that the root cause is a misalignment of the cover.